Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693565 lead 2011 (B)(6); 4568-45 lead 2004 (B)(6). (B)(4).